Manufacturer narrative:
(B)(4). Customer reported that the lasso nav had noise in electrodes 7 and 8. The navistar thermocool catheter had no temperature reading on the stockert generator and the catheter was also reported to be jumping across the screen. (B)(4). It was reported that changing out the catheters on the left side of the heart twice was thought to have contributed to the patient experiencing an air embolis. The patient made a full recovery and was discharged from the hospital. Lasso nav catheter was tested and passed the visual inspection test. Failed the following tests: contraction tests as the catheter had an open loop due to the variable puller wire being longer than required and electrical test failed due to electrode #3 has no reading because the lead wire was no longer welded to the ring. The device history record and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures complaint conditions related to the noise and contraction issues on the lasso were confirmed. However, the failures are not related to the air embolism event.

Event description:
It was reported that the patient and equipment were prepared for a left side atrial tachycardia procedure. The lasso nav was visualized in the left atrium, fam shell created and ablation therapy started. It was noted that poles 7-8 had noise. During troubleshooting for lasso (as reported by the customer) - poles 7, 8 started out noisy and wandering baseline but ECG were fine. Ten mins into the case with fam map complete, the ablation started and ECG went out. The lasso cable was unplugged and ECG returned. After changing the cable, the signals were still noisy. The catheter was changed to non nav lasso variable lasso and ECG is fine but poles 9, 10 had huge artifact. The connections were checked and were found to be fine. This catheter was used to finish the case. The navistar thermocool catheter had no temperature reading on the stockert generator. Troubleshooting was done, a new cable was attempted with no change. The catheter was also reported to be jumping across the screen. It was changed out with like product and the case continued without further difficulties. It was reported that changing out the catheters on the left side of the heart twice was thought to have contributed to the patient experiencing an air embolism. The patient made a full recovery and was discharged from the hospital. Additional information received from the physician stated that there ware no symptoms specific to air embolism, however, the patient had experienced transient st elevation on the ECG during the procedure. It was not reported that the patient had to stay longer in the hospital.

Manufacturer narrative:
(B)(4). The noise on the lasso poles, no temperature being displayed on the stockert generator and the catheter icon jumping on the screen are not indicative of reportable events. Concomitant biosense webster products used during the procedure: lasso 2515 variable circular mapping catheter: catalog no: d7l202515rt, lot no: 15147982. (B)(4).